Event description:
(B)(6). Same case as MFR ID#: 2134265-2010-03927. It was reported that during a stenting treatment procedure, the patient experienced a mild vasospasm. The 86% stenosed and 22mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 4.1mm. A filterwire ez 190 cm was placed and a carotid wallstent monorail implanted 10x24,5.9f,135cm followed by post dilation resulting in 4% residual stenosis. It was reported that during the procedure, the patient experienced a mild vasospasm. It was treated with medication and considered resolved without residual effects. The patient was discharged the next day. It is the opinion of the physician that the event is possibly related to the filterwire ez and unrelated to the carotid wallstent.

Event description:
It was further reported that the event occurred after the filterwire ez was deployed, but before the wallstent. 2mg of cardene was administered to treat the vasospasm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).